Event description:
It was reported that the ventricular lead exhibited no sensing and capture due to a fracture. The patient was a weight-lifter. The lead was replaced.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 14.5 cm from the connector pin due to clavicular crush, which resulted in open impedance. The proximal and distal insulations were damaged in the same area, which resulted in an electrical short. The proximal insulation was abraded through to the coil at 46 cm from the connector pin, due to friiction with another device.